Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade from a perforation for days post implant. The right atrial (ra) and right ventricular (rv) leads exhibited thresholds that increased post implant to high, undersensing, and decreased p and r-waves following the perforation. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.